Manufacturer narrative:
The device is not required to be returned to animas.

Event description:
On 02/10/2017 the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 39 mg/dl with confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. It was reported that the pumps bolus settings were recently changed by a healthcare provider. During troubleshooting, an issue with the pump¿s audio alert sound quality was reported. The issue was determined to be attributed to a use error. There was no allegation or indication of device malfunction. This complaint is being reported because the reported health event was attributed to a use error.